Event description:
Customer reported that the motor would not slow down or recognize the reservoir during priming. The blood glucose reading was 355 mg/dl. He stated that insulin squirted out. He confirmed that he was disconnected form the insulin pump while priming. He stated that the issue occurred with several different sets. He stated that the top of the reservoir was not wet. He stated that the drive support cap was flush. He was advised to hold the act button until insulin began to exit the tubing and reported that insulin did not continue to drip after releasing the act button. He stated that the motor did not slow down. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.